Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went into the surgeons clinic on (B)(6) 2020 reporting redness/scabbing at the incision site. The surgeon removed the scab and told the patient that he was unsure if there was an infection under the area so he decided to take a closer look in surgery and remove the redness area completely. He took a 5mm area with concern there would be an infection. The surgeon confirmed that no infection was seen. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.